Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented in surgeons office with painful left hip and redness. Surgeon ordered serum testing for infection and it came back positive. Surgeon elected to perform a single stage revision on tuesday, (B)(6) at (B)(6) hospital. Surgeon removed primary components using depuy standard instruments. Surgeon then proceeded with his protocol for infection treatment. Surgeon then elected to implant new components and continue to treat the patient for infection. No components broke during the case. There was no mention by anyone that the components contributed to the event. There were no time delays. Index surgery happened on (B)(6) 2021 at (B)(6) hospital by the surgeon.